Event description:
Caller alleged false negative hcg results on pt. There was no reported adverse pt sequela. Though requested, there was not additional information provided.

Manufacturer narrative:
Investigation pending.